Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that even when they use the arctic sun device in an automatic mode, the water temperature did not drop below 30 degrees. Per review of wo on 12oct2023, device was used on patient and there was no impact to the patient. Per follow up information received via email on 24oct2023, the device was currently being investigated by imi. Treatment completed with another device. No effect on patients.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the water temperature does not drop accordingly while in automatic mode. Mixing pump head was replaced. Preventative maintenance was performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that even when they use the arctic sun device in an automatic mode, the water temperature did not drop below 30 degrees. Per review of wo on 12oct2023, device was used on patient and there was no impact to the patient. Per follow up information received via email on 24oct2023, the device was currently being investigated by imi. Treatment completed with another device. No effect on patients.